Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2014 to report that sensor pod fell off patient's body and sensor wire remained left behind at site of insertion on (B)(6) 2014. Patient's mother stated she removed sensor wire with pair of tweezers. Patient's mother did not report any injury or medical intervention at time of contact with dexcom technical support.